Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose level was over 400 mg/dl at the time of incident. Customer's blood glucose level was 289 mg/dl at the time of call. Customer stated that their insulin pump quite working after insulin flow blocked alarm. Customer was assisted with 5 unit fill cannula process. Customer stated that insulin did exit during the process. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature was active at time of high blood glucose event. The device will not be returned for analysis.